Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported; "rep reported a gamma4 case where the set screw left the nail in the patient. They are not sure what caused this and the patient will be getting revision surgery".